Event description:
Customer reported amiodarone drip hung at 0250 at 33.3 ml/hr. Concentration: 450mg in 250 ml. At 0500 drip was decreased to 16.7 mls/hr. At 0510 primary nurse noticed approx 50 ml left in bag. There should have been 178.4 ml remaining in bag. No pt harm occurred. No other pt or event info was available. Pump was taken to biomed who tested the device at 16.7 ml/hr and found it infusing very accurately.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The reported over infusion of amiodarone could not be confirmed. Functional testing of the device at the incident flow rate found it to be delivering fluid within specifications. The event log was reviewed and confirmed the reported infusion parameters and duration. According to the log the device should have infused approx 74.5 ml during the time period in question. During visual inspection the upper platen post was found broken. This type of damage can result in rate inaccuracies.